Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a reverse total shoulder arthroplasty (rsa) procedure for extensive rotator cuff tear osteoarthritis of the shoulder, when following the procedure manual, the proximal reaming guide was placed in the proximal reaming holder, and the surgeon tried to grasp and fix it with the proximal reaming holder rod. However, the rod was not tightened sufficiently and was driven into the humerus. The surgeon tried to remove the proximal reaming guide, but the rod would not tighten completely, making removal difficult. It is likely that the rod was deformed or the threaded portion broke during the impact. Using hospital equipment, the guide was eventually removed, and the subsequent steps of the operation proceeded smoothly. There was within 30mins of surgical delay and no harm to the patient. No material remained inside the patient's body. This was confirmed by postoperative x-ray.